Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test, unexpected restart error test and rewind. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Analysis was unable to verify compromised force sensor system alarm due to motor error alarms. Analysis was unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked case at reservoir tube window corners, cracked case and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during manual prime. The customer's blood glucose was 147 mg/dl at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.